Event description:
Complainant alleged that during a biomed testing the device intermittently did not power up. Also, the device displayed a "status 51" message when it did power up. Complainant indicated that there was no patient involvement in the reported malfunction.